Manufacturer narrative:
In response to FDA report number: mw5090810 and mw5058198. Information contained in this report was previously submitted through psr on 01/21/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extracapsular rupture."

Event description:
Patient reported, via regulatory agency, ¿small growth on breast,¿ side not specified, ¿memory loss,¿ ¿tiredness,¿ and ¿faulty implants.¿ patient also reported "liver disease," ¿one liver hemangioma at first, now [patient has] 2,¿ ¿uterine fibroids,¿ ¿abnormal cells in cervix¿ and ¿constantly feel sick;¿ these events are not related to the device. Additionally patient reported "extracapsular rupture." This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV and confirmed device was not ruptured. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade: IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.